Event description:
Upon insertion of the bone screw into the pt's femur, the threaded portion of the screw broke. Only the 1st cortex was penetrated and the doctor attempted to retrieve the portion that was implanted. The doctor chose to leave the portion of the screw in the pt's femur. He then drilled another hole and inserted another screw successfully and completed the application of the fixator as desired.